Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted only the distal portion of the lead was returned with a lead removal wire in the distal conductor lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undefined impedance qualified as high, intermittent oversensing due to noise and a suspected fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.